Manufacturer narrative:
(B)(4). Manufacturer's investigation conclusion: a specific cause for the patient's driveline infection could not be conclusively determined through this evaluation. The submitted log files were reviewed. The pump stop button on the system monitor was temporarily pressed on (B)(6) 2022 at 07:22:55, activating the pump off and low flow alarms. Upon release of the pump stop button before 10 seconds, the pump resumed operation at the set speed. The pump otherwise operated at the set speed without issue. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. The patient remains ongoing on mlp-019078 with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 4 ¿system monitor¿ states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 7 ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for a surgical driveline debridement and wound vacuum assisted closure (vac) application. Driveline wound was positive for pseudomonas aeruginosa.